Manufacturer narrative:
Patient gender not made available from the site. Patient weight was approximated at (B)(6). A medtronic representative, following-up at the site, reported the inaccuracy was estimated to be 2-5 millimeters. Delay in therapy was 10-15 minutes. Software analysis completed, it was determined that the patient tracker moved resulting in an inaccuracy. Patient tracker moving with respect to the patient will invalidate registration and will require re-registration for navigation. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a cranial ventricular-peritoneal (vp) shunt case using axiem, accuracy was off due to patient tracker moving after registration. It was noted that the inaccuracy was likely due to the drapes being stapled to the patient's skin and there was movement of the skin with the tracker on it. Stereotaxy was abandoned and surgery was done free hand. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.